Manufacturer narrative:
The device (B)(4) was inspected for investigation purposes. The tests performed confirmed that the hydraulic stabilization system was leaking. The defective part was replaced.

Event description:
During an intervention performed at the customers site by our field engineer, it was identified that the hydraulic stabilization system was non-functional. There was no patient involvement reported.